Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the far field r-wave oversensing and noise resulting in oversensing event was sensed by the device, leading to inappropriate automatic mode switch ams.

Event description:
It was reported that inappropriate automatic mode switch ams due to far field r-wave oversensing and noise resulting in oversensing were noted on the device. The noise was suspected to be due to external electromagnetic interference emi. Abbott technical support was contacted and reprogramming of the device was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.